Manufacturer narrative:
Evaluation results: a review of the pump's alarm log revealed a memory error, which resulted in replacement of the main board. This is the first complaint of this type received by b. Braun. The pump was repaired and meets specifications.

Event description:
Reportedly, the pump stopped during infusion. Incident occurred on (B)(6) 2009. No patient injury was reported. While running on a patient, the pump shut down and the screen went blank. The medication (ropivacaine) was not fully delivered. The pump will now not power back up and the arm of the pump will not move.